Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t8-l1. It was reported that it was found on x-ray after the surgical incision was closed that a fragment was left in the patient. The incision was reopened and the fragment was retrieved. The fragment was from the tip of the setscrew of the crosslink. The setscrew could not be removed because the thread was broken off. The surgeon decided to leave the crosslink in place. No additional patient complications were reported.

Manufacturer narrative:
Films were supplied for review which found t11 with rods and crosslink reduced into position metal fragment is not clearly seen. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visual review confirms the set screw is broken, with the remaining portion of set screw remaining in the patient, and unavailable for additional analysis. Visually confirmed the break-off set screw is broken at the thread root approximately ~1 thread from the set screw tip. Location of witness marks on the inside of the set screw, direction of deformation, and helical morphology of the fracture suggests secondary tightening after the break-off portion was removed. The above observations are consistent with torsional overload.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 5442136, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.